Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. It was reported that in (B)(6) 2022, the patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in the abdomen. The patient could not recall symptoms. The cgm receiver was reading 300 mg/dl and the blood glucose reading by emergency medical service was 490 mg/dl. The patient was hospitalized in intensive care for 4 days. The patient could not recall details of medical intervention. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.